Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
The system was evaluated and was declared to be end-of-life, and is no longer in use. No further info is available.